Event description:
New information received indicates that programming changes were made to resolve the event.

Event description:
It was reported the right ventricular lead exhibited post-paced t-wave oversensing. No additional information was available.

Manufacturer narrative:
(B)(4).